Event description:
No audible alarm from datex-ohmeda monitor when "nibp" drop to 60 (low alarm set at 80), only visual flickering of the data. The nurse noticed the flickering of the "nibp" data without any audible alarm when she came in the room and watched the monitor display. Nurse switched off and on the unit and checked the nibp alarms, which were then ok.